Manufacturer narrative:
The insulin pump was received with a blank display and the backlight turning on with blank display anomaly due to a shorted lcd driver board. No cosmetic damage was noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 104 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that there was no damage or corrosion to the battery compartment and battery cap contacts. Additionally, the pump had not been dropped, bumped, or exposed to moisture. The customer cleaned the battery cap contacts and changed to a new aaa alkaline battery, but the display did not return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.